Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during surgery to replace the l4 lead (mfg. Reference number: 1627487-2021-18614), the s1 lead was damaged and is unusable. The physician put a clamp on it to keep it out of the way, and the clamp was directly on one of the contacts in such a way that the contact was flattened and the lead could no longer fit into the ipg port. Physician elected not to replace the s1 lead. As a result, surgical intervention may occur to address the issue.